Event description:
In a review of published literature, the following findings were noted. Ann vasc surg 2013; published online 05/28/2013: "heparin-induced thrombocytopenia with abdominal aortic stent-graft acute thrombosis". "We report a case of heparin-induced thrombocytopenia in a patient on low molecular weight heparin bridge therapy who developed acute abdominal aortic stent-graft thrombosis 1 week after uncomplicated endovascular abdominal aortic aneurysm repair. The diagnosis was confirmed by a computed tomographic scan of the abdomen. The pt was successfully treated by conversion to open repair."